Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected: d4; d5; g2; h5; h8. The following sections have been updated: d9; g3; h2; h3; h4; h6; h11. H6: proposed component code: mechanical (g04) - rasp. Visual examination of the returned tibial broach identified signs of use and some of the broach teeth were worn/chipped/fractured. Fracture analysis was performed and the optical images of the device fracture showed excessive smearing and faint indications of river lines artifacts suggesting a bending overload mode of failure. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.